Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported battery issue, manufacture date, and lot code do not display. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 26jun2019. Date of report: 15jul2019. The manufacturer¿s field service engineer (fse) confirmed the reported battery issue. The fse replaced the battery. The date code for the new battery shows up. The unit is ready for patient use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.